Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, a scratched display window, a missing end cap sticker, and a cracked case near the display window corners noted during the visual inspection. There was a motor error alarm during rewind due to moisture damage on the motor assembly. They were unable to confirm the excessive no delivery alarms due to the motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose is 138 mg/dl. Customer stated that the alarm occurred during bolus and basal. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the reservoir is not empty. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer was advised that the pump is working as designed. Customer was explained that the alarm was caused by the infusion set or reservoir connection. Customer stated that he has been having this issue for a few days and that the pump will continue to alarm no delivery no matter how many times he changes it out.